Manufacturer narrative:
G2: country of event - france. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from clinical study, healthcare provider (hcp) via a manufacturer representative regarding a patient with clinical ID (B)(4) in a study medicrea degen. It was reported that, patient had pseudarthrosis l4-l5 (adjacent syndrome at l4-l5). As a result, hospitalization and additional surgery arthrodesis was performed. Start date of hospitalization was (B)(6) 2019 and end date was (B)(6)2024. Arthrodesis was performed on (B)(6) 2019. Investigator assessment states, causal relationship to procedure and device. Possibly related to instruments. Sponsor assessment states, possibly related to the device. Adverse event term was degenerative spine disease and additional information received stated that the ae was not related to instruments. The adverse event was determined to be severe adverse event on 27/aug/2019.outcome of this ae was recovered/resolved. No further com plications reported regarding the event.